Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead exhibited helix retraction failure. The lead was implanted-inactive and replaced. The patient status was unknown.